Event description:
It was reported that aburetrol solution set leaked from an unspecified location. This was observed during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured on march 2023. H10: the actual device was not available; however, a photograph of the actual sample and retained samples were evaluated. Visual inspection of the retained samples and the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional tests (gravity and leak) were performed on the retained samples and no leaks were observed. The reported condition was not verified on the photograph and retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.